Event description:
It was reported that on (B)(6) 2022, the patient underwent an orthopedic procedure. The surgeon was operating a patient and was inserting a left femur nail, while inserting the helical blade, it was determined that the alignment was off. The nail and blade were removed and checked with the aiming arm and insertion handle on back table. It was determined that the insertion handle was bent. Another set was used to complete the surgery successfully. There was a surgical delay of ten (10) minutes. There was no patient consequence reported. This report involves one (1) unknown nail head elem: tfna helical blade. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown nail head elem: tfna helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date: (B)(6) 2022. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.